Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient faced infusion set tubing detachment on (B)(6) 2026 as infusion set tubing got caught in the chair. The infusion set tubing came apart and the location of detachment was quick release. The site of insertion was left side of abdomen.